Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred during the load sequence. Reportedly, the customer had recently filled the cartridge with insulin withdrawn from a previously used cartridge. Blood glucose level was 157 mg/dl. Tandem technical support advised the customer not to fill new cartridges with insulin from previous cartridges. Reportedly, a new cartridge with new insulin was loaded to address the issue.